Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the charge lasts about 20 minutes. The customer states that the ac power led does illuminate when the ac power is plugged in. The customer was unsure if there was an audible alarm or error message just prior to and/or at the time the unit lost charge. Units were able to engage in monitoring activities. Customer states the units had been plugged into ac power over 24 hours before use. Customer states they discovered this issue prior to placing on a patient. They turned the unit(s) on and within 20 minutes the units lost charge. No patient involvement.